Event description:
During a laparoscopic myomectomy procedure, the claw forceps snapped off. Dr. Was unable to locate the piece. An open procedure was performed; the broken piece was retreived and procedure completed.